Manufacturer narrative:
A ge oec service rep investigated the issue and found a defective snubber pcb. The snubber pcb was removed and replaced. The high voltage candlesticks were cleaned and greased. Additional inspection found a dead cmos battery that was also replaced. The system was re-calibrated. The system was further tested and found to be operating as intended. No negative pt effect was caused by this malfunction. The facility was unable to, or would not provide any pt info with respect to this issue.

Event description:
The ge oec 9800 fluoroscopy system produced a loud "popping" sound during a procedure and the monitors went blank. A reboot of the system failed to restore functionality. The system was removed from service.